Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings . Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported the patients blood glucose level (bg) rose to 265 mg/dl while wearing the pod between 4 and 24 hours. Patient reported that after breakfast, her bg level increased from 130 mg/dl to 200 mg/dl and continued to rise; patient attempted to lower bg levels with 2 basal increases (doubled and then 75% temporary), but this didn't help so patient changed pod. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. Patient also reported bleeding at the site upon removal. As treatment, a new pod was applied and a basal was delivered.